Manufacturer narrative:
H 3: evaluation summary: the device history record (DHR) for the lot was reviewed. During the manufacturing of the syringe assemblies, syringes were visually and physically tested with no defects recorded relating to this customer report. The manufacturing site received one sample. The sample provided was confirmed to have a hole in the barrel wall which permits leakage. During the manufacturing of the molded barrels, barrels were visually and physically tested. The molded component inspection reports were reviewed. During the manufacturing of the syringe barrel component, a short shot was documented. Backward containment was performed. At the end of the production of the lot, the mold was pulled for repairs. Prior to the mold being released back to production, a verification of cavity measurements was performed and confirmed to be within specification. The most probable root cause for the hole in the barrel wall was a result of a short shot in the molded barrel component of the cavity. This issue is a cavity-specific problem; however, this issue can occur sporadically from shot-to-shot. Given a short shot was identified during the production run and sampling in to the previous tote was documented, there is a potential that given the previous tote was found to contain no defects within the verification sample collected, this tote may not have been included in the containment. Standard best practice is to include the previous tote/shipper/etc. With the containment as a precautionary measure. Per procedure, complaint trends are evaluated during the monthly corrective and preventative action (CAPA) meeting to determine if a CAPA is warranted. At this time, there is not enough information and a CAPA will not be initiated. However, these conditions will be communicated to the appropriate manufacturing and quality assurance personnel.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there is a moon-shaped slit near the tip of the syringe that is causing leakage. There was no harm to the patient.